Event description:
Info received indicated the right siderail will not latch.

Manufacturer narrative:
The latching assembly was damaged. The siderail latching assembly was replaced to resolve the issue.